Event description:
The complaint is reported as: "attempted insertion of 20g arrow "flash back" cannulae under direct ultrasound vision. Flashblack achieved first pass and wire easily fed. Bleeding/leakage noted from defect in cannulate at transition point from soft plastic cannulae to rigid hub. Cannulae rewired via seldinger technique and exchanged for new cannulae without complication." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo from the teleflex arrow website of the reported arterial catheter with an arrow indicating where the leak occurred. The actual complaint sample is not included in the image. The customer reported issue could not be confirmed from the photo provided. Therefore, a probable cause of the reported issue cannot be determined from the photo and without the sample returned to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit provides the following warnings, cautions and instructions for the user: "do not alter catheter or any kit/set components during insertion, use or removal." "Warning: care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." "Precaution: do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities." "Precaution: some disinfectants used at the catheter insertion site contain solvents, which can attack the catheter material. Assure insertion site is dry before dressing." "Precaution: indwelling catheter should be routinely inspected for desired flow rate, security of dressing, and possible migration. Do not use scissors to remove dressing to minimize the risk of cutting catheter." "Precaution: do not reinsert needle into catheter to minimize risk of catheter damage." "Warning: care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter. Precaution: do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities." The report that the arterial catheter leaked could not be confirmed through examination of the customer supplied photo and without the sample returned for evaluation. The device history record was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the arterial catheter leak could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "attempted insertion of 20g arrow "flash back" cannulae under direct ultrasound vision. Flashblack achieved first pass and wire easily fed. Bleeding/leakage noted from defect in cannulate at transition point from soft plastic cannulae to rigid hub. Cannulae rewired via seldinger technique and exchanged for new cannulae without complication." The patient's condition is reported as fine.